Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital reportedly replaced the flow sensors. Inspection of the flow sensors noted that one of the flow sensors had a diaphragm stuck to the top of the flow sensor housing.

Event description:
The hospital reported that, at the start of a case, the tidal volume appeared to be lower than expected, and the co2 level was higher than expected. There was no reported patient injury.